Event description:
Procedure performed: tepp. Event description: after pumping about 6 times, the balloon burst and a piece of the balloon came loose. The piece could be recovered. There was no danger to the patient. A cd with the recordings is enclosed in the box. Intervention: retrieval of separated part. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tepp event description: after pumping about 6 times, the balloon burst and a piece of the balloon came loose. The piece could be recovered. There was no danger to the patient. A cd with the recordings is enclosed in the box. Additional information received from applied medical representative via email on 25-nov-2021: the patient was of normal weight, an exact bmi could not be given. There were no adhesions. Additional information received from applied medical representative via email on 26-nov-2021: customer always uses a 0 degree scope for inguinal hernia repairs. [ ], 10mm diameter. Representative has tested this and inflated the balloon 40 times and has tried to damage the balloon with the scope several times. This did not work. He also verified if the scope became hot, this was not the case either. Intervention: retrieval of separated part patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon fragmentation. The balloon material was stretched, torn, and fragmented. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.